Manufacturer narrative:
(B)(4). Correction: device was discarded and not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device unpacking and prior to use, the plastic coil of the xience alpine stent delivery system (sds) was noted to have a kink/dent. The device was removed from the coil and the proximal shaft was noted to be separated at the same location of the kink on the plastic coil. There was no patient involvement; the device was not used. A different device was successfully used in the procedure without reported issue. No additional information was provided.